Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead perforation and effusion in ventricular septum was suspected. The position of the lead was positioned was changed. The patient was placed under observation. The lead remains in use. No further patient complications have been reported as a result of this event.